Manufacturer narrative:
H10: the device has not been returned for evaluation; therefore, the investigation is inconclusive for retraction problem and detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6(method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the information indicated that model u415028 pta balloon dilatation catheter allegedly experienced difficulties being retracted across the lesion site and catheter detachment. These reports were received from various source. Of the one reported malfunction, one patient was involved with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
For the one reported event, the one device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model u415028 pta balloon dilatation catheter allegedly had difficulties being retracted across the lesion site. These report was received from various source. Of the one event, did involved patient with no reported patient injury. The patients age, weight and gender not provided.